Event description:
It was reported the trial device cross-threaded during lumbar fusion surgery. There was no reported injury to the pt and no delay in surgery. The device was "destroyed by the hospital."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.